Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 219 mg/dl at the time of the incident. Customer stated that today he was having supper and while sitting down he tried to bolus. Customer was attempting to enter her blood glucose for the bolus wizard but the pump kept raising the blood glucose value on its own. Customer stated that it kept scrolling until it eventually gave the button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.